Event description:
It was reported that the ventilator generated a technical error code indicating an opened safety valve. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error, which indicates that safety valve is detected as open without fulfilled opening conditions. Identification of issue has been done by analyzing problem description, service report and device's logs. The issue was decided to be reported as the technical error may lead to stop of ventilation. According to the information provided by the technician,the reported issue could not be reproduced. During on-site investigation no indication of this error could be found. The technician checked safety valve membrane with no anomalies found. Therefore, no malfunction of the device could be noticed. The device appears to work to specification and as expected. The review of the attached device's logs did not reveal the presence of reported technical error. The maintenance kit 5000h was replaced precautionary. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).